Manufacturer narrative:
This is a duplicate report of 1818910-2019-98901. 1818910-2019-109105 is being retracted as it is a report duplication. 1818910-2019-98901 will be kept for investigation. Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for non-displaced trochanteric fracture: periprosthetic fracture - femoral. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2019; date of event: (B)(6) 2019; (left hip).